Event description:
A tandem mobi cartridge alarm was reported, but there was no adverse impact on the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer will be using multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support provided instructions for returning the malfunctioning pump and programming the replacement pump. A replacement pump was sent to the customer, and the customer was informed about the necessary steps to set up and use the new pump.